Event description:
During a preventive maintenance, the co rep observed that the unit shutdown on ac power after 40 minutes without alarming. Although the batteries showed full charge, the unit would not operate on battery power.